Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was possibly fractured. The lead was explanted and replaced. During an attempted implant of a new rv lead, the physician was unable to find accepting sensing. The physician decided because the lead had been placed in so many different locations that the lead would not be used. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.